Event description:
The customer reported alarm 2 followed by alarm 26, indicating an occlusion event. This caused the customer's blood glucose level to rise to between 550-600 mg/dl, which was outside the normal range. The customer managed to address the high blood glucose level by administering a correction injection using mdi, then followed by changing the infusion set and cartridge to resume insulin. The customer did not require third-party assistance and reported similar actions taken for previous occlusion events.